Event description:
In may 2006 the lay user/reporter (pt's son) contacted lifescan alleging that the pt received assistance from the emergency services bacause the one touch ultra was reading erratically. The pt got meter readings of "500 and 460 mg/dl" (time difference between the two readings were not specified) while having symptoms of sweating and speech impairment. The pt did not take any actions to treat the symptoms after obtaining the meter readings. At an unspecified date/time, the emergency services arrived, the pt obtained a "24 mg/dl" on an unk device, and then the emergency services treated the pt with oral flucose. The customer care advocate (cca) verified the following: the meter was set up correctly and the correct testing technique was used: however, the cca discovered that the pt was using expired test strips did not clean the puncture site correctly. Although there was evidence of use error, the pt obtained elevated glucose results while having symptoms that could suggest hypoglycemia. Eventually, the pt obtained a result of 24 mg/dl on another meter and received oral glucose treatment. The meter, test strips, and control solution were replaced.